Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that a few svt (supraventricular tachycardia) episodes were noted. A lead dislodgement was suspected. The vf therapy was deactivated. And the patient was hospitalized. A lead revision was scheduled. No further information available at the moment. The lead was not returned. No adverse patient side effects were reported.